Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible with isometrics. No medical intervention was performed. The patient was stable post event and would continue to be monitored.